Event description:
On (B)(6) 2012, the patient contacted animas and reported two weeks ago, the up arrow keypad button became intermittently responsive. The up arrow button symbol was reportedly worn. The patient denied damage to the keypad or that the pump was exposed to water. The patient reportedly wore the pump outside of his clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and rubber keypad was intact. Evaluation revealed that the ok and contrast buttons were intermittently unresponsive and required multiple presses to elicit a response and the down and ok buttons responded appropriately. There was evidence of contamination found under all of the contact buttons.

Manufacturer narrative:
Date of submission should be (B)(4) 2012 not (B)(4) 2012 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.